Manufacturer narrative:
Visual analysis of the returned fiber revealed the aiming beam was extremely weak indicating that the fiber was broken under the sub-miniature a (sma) connector. Handing damage contributed to fiber breakage.

Event description:
It was reported to boston scientific corporation that at the start of a ureteroscopy procedure using a flexiva 200 laser fiber (box 5), the fiber fired for a couple of seconds and stopped working. The fiber was making a 'snapping' noise at the hub. No visible breaks were noticed in the fiber. The physician stopped the procedure and replaced the fiber. Laser energy from a 100 watt lumenis laser was being used. The laser settings were not available from the customer. The procedure was completed with a different device, without any complications to the patient, who is reportedly fine post procedure. The event, as reported, does not constitute an MDR reportable malfunction; however, investigation of the returned device revealed an MDR reportable malfunction.